Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with the following pre-op diagnoses: lumbar disk herniation l5-s1 right. Painful internally disrupted disk l4-l5 and l5-s1. Back, hip and leg pain right greater then left. The patient underwent the following procedures: lumbar total decompressive laminectomy l4 with bilateral, medial facetectomies at l4-l5 and foraminotomies for l4-l5 nerve roots left and right. Lumbar total decompressive laminectomy l5 with bilateral, medial facetectomies at l5-s1 and foraminotomies for s1 nerve roots left and right. Diskectomy right l4-l5 preparing the disk space for a posterior lumbar interbody fusion using rhbmp-2. Diskectomy right l5-s1 preparing the disk space for a posterior lumbar interbody fusion. Posterolateral fusion l4-l5 and l5-s1 using right iliac crest autograft.(two levels). 6. Lateral fixation l4-s1 using posterior lumbar interbody fusion l4-l5 and l5-s1 right using tangent and harvesting bone from right iliac crest. Per op notes: screws measuring 6.5x40mm were inserted into the l4-l5 pedicles bilaterally and screws measuring 6.5x40mm were inserted into the s1 pedicles bilaterally. Bone graft was packed about all the decorticated areas on both sides. Rods measuring 7cm in length were bent to desired lumbar lordosis. On (B)(6) 2007, the patient presented with the following preoperative diagnosis: pseudoarthrosis of l4 to s1 fusion. Painful prominence of the right posterior iliac crest, status post iliac crest bone graft harvest. He underwent the following procedures: removal of instrumentation l4 to s1 bilateral. Exploration and revision of fusion l4 to s1 with bone graft bone morphogenetic protein graft. Reconstruction of right posterior iliac crest. Per-op notes: the scar tissue was resected from the area of pseudoarthrosis . The bone was then decorticated thoroughly. The mastergraft/infuse graft was then implanted in the lateral gutter on both sides. On (B)(6) 2007, the patient underwent an MRI test of the spine which shows disk herniation at c3-4,6 and c7. On (B)(6) 2007, the patient presented with cervical radiculopathy and cervical herniated disk. He underwent cervical epidural steroid injection the patient complained of neck pain radiating down bilateral arms and complained of low back pain radiating down to his legs. On (B)(6) 2007, the patient presented with the following pre-op diagnoses: lumbar radiculopathy. Postlaminectomy syndrome. Disorder of sacrum. Lumbar spondylosis. The patient underwent lumbar epidural steroid injection. On (B)(6) 2007, the patient presented with the complaint of lumbar back pain. On (B)(6) 2007, the patient presented with end stage arthritis , right knee. He underwent total knee replacement. On (B)(6) 2007, the patient was admitted due to degenerative joint disease. On (B)(6) 2009, the patient presented with degenerative disk disease c6-7 with foraminal stenosis and chronic cervicalgia with brachialgia, bilateral. He underwent the following procedure: anterior cervical microdiscectomy , c6-7, with decompression of cervical cord and exiting c7 nerve roots, right and left. Anterior cervical fusion , c6-7 , using a 7mm asr lordotic allograft with additional preparation of disc space. Anterior cervical instrumentation, c6-7, using vision 23-mm plate secured with four 14mm screws. Preparation of structural allograft, 7-mm asr bicortical lordotic graft.